Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 30mm drill bit found to have broken coils, removed and replaced before surgery began.

Manufacturer narrative:
Examination of the returned instrument confirmed a small section of the coils broke; did not break all the way through. A two-year search of the complaint database did not identify a trend for this product code. The suspected root cause is misuse; overbending during repeated use over time. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored through post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).